Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-04667, 04672 / 04674).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2004 and left total hip arthroplasty on (B)(6) 2007. Patients legal counsel report patient allegations of pain, inflammation, damage to surrounding bone and tissue, impairment, lack of mobility, dysfunction, soreness, loss of range of motion, and elevated cobalt and chromium levels. There has been no reported revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: 1. Material sensitivity reactions.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2004 and left total hip arthroplasty on (B)(6) 2007. Patients legal counsel report patient allegations of pain, inflammation, damage to surrounding bone and tissue, impairment, lack of mobility, dysfunction, soreness, loss of range of motion, and elevated cobalt and chromium levels. Review of invoice history confirms a revision occurred on the patient's right hip on (B)(6) 2014. The cup, head and taper insert were removed and replaced. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2014 was due to pain and metallosis. The patient's operative report noted metallosis, osteolysis, cavitary defects, and metal debris. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.